Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms over the last 2-3 months. The customer was able to resume insulin therapy after five hours. The customer's blood glucose (bg) level was 300 mg/dl with small to moderate ketones and administered a manual injection to address bg level. The customer received a reoccurred altitude alarm and the customer's blood glucose level was 400 mg/dl while contacting tandem technical support. The customer indicated would use the pump until replacement arrived.